Event description:
It was reported that the patient presented remotely via merlin.net. The transmissions showed that the right atrial lead exhibited high pacing impedance. No intervention was performed, and there were no patient consequences.